Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break near the 14cm depth mark was confirmed and the cause appears to be use related. The product returned for evaluation was 4 fr s/l grosh nxt clearvue. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a complete break was observed between the 14 and 15 cm depth marks. The catheter break was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reat2051showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that catheter placement was conducted on (B)(6) 2017. On (B)(6) 2017 when the patient went to the hospital it was found, through injection, that the catheter had been fractured at the 14 cm position. The patient had previously been at home with the catheter placed in vivo with no sense of discomfort. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. Device not returned yet.

Event description:
It was reported that the PICC placement occurred on (B)(6) 2017. On (B)(6) 2017 it was found "that the catheter had been fractured at the 14cm position through shooting.¿ no patient injury reported.